Event description:
As reported, when attempting to deploy the seal on a 6f exoseal vascular closure devices (vcd), the deployment button malfunctioned. It remained unresponsive and failed to engage, preventing the seal form being released as intended. The indicator window struggled to turn completely solid black, which is suspected to be the reason why the deploy button did not respond or activate. When depression of the button was attempted, it was completely stuck and would not press down to deploy the seal. The indicator window did not show solid black at this time, and there were instances where the indicator window did not turn solid black during retraction. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was smaller than 40. The physician had achieved certification on the use of exoseal vcd and had used it for the last 12 years. There were no visible signs of device/package damage prior to use. The cordis sheath was used, but the lot number is not known. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was equal to but not greater than 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button, but it still did not deploy. One box of 10 units were opened, four units failed & only one faulty is available for return; the remaining six were unopened and returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when attempting to deploy the seal on a 6f exoseal vascular closure devices (vcd), the deployment button malfunctioned. It remained unresponsive and failed to engage, preventing the seal form being released as intended. The indicator window struggled to turn completely solid black, which is suspected to be the reason why the deploy button did not respond or activate. When depression of the button was attempted, it was completely stuck and would not press down to deploy the seal. The indicator window did not show solid black at this time, and there were instances where the indicator window did not turn solid black during retraction. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was smaller than 40. The physician had achieved certification on the use of exoseal vcd and had used it for the last 12 years. There were no visible signs of device/package damage prior to use. The cordis sheath was used, but the lot number is not known. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was equal to but not greater than 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button, but it still did not deploy. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341781 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.